Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-apr-06, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient fell on their pump last week and now they were trying to read the pump and could not interrogate it. The hcp stated the patient did have an increase in pain, but still felt like the patient was getting medication as they felt the symptoms would be a lot worse if he wasn't. The hcp did not have another programmer to try and read the pump. It was recommended to contact a manufacturer representative (rep) to see if they could try and read the pump with their programmer. No further information provided.